Manufacturer narrative:
(B)(6).

Event description:
It was reported that stent damage occurred. The target lesion was located in a right coronary artery (rca). A 7fr sheath was engaged in rca coaxially and guidewire was crossed the pda. After pre-dilation with a 2mm balloon catheter, a 2.25 x 28 synergy drug-eluting stent was advanced for treatment. However, the device failed to cross the lesion. The lesion was dilated again with same balloon catheter. The physician took the stent and noticed that the stent struts were damaged. The device was replaced and deployed another 2.25 x 28 synergy stent. The procedure was completed with post-dilatation of a 2.5 x 12 nc balloon catheter proximally. No patient complications were reported. The outcome was good and the patient was stable post procedure.

Manufacturer narrative:
(E1) initial reporter address 1: (B)(6). (B5) updated.

Event description:
It was reported that stent damage occurred. The target lesion was located in a right coronary artery (rca). A 7fr sheath was engaged in rca coaxially and guidewire was crossed the pda. After pre-dilation with a 2mm balloon catheter, a 2.25 x 28 synergy drug-eluting stent was advanced for treatment. However, the device failed to cross the lesion. The lesion was dilated again with same balloon catheter. The physician took the stent and noticed that the stent struts were damaged. The device was replaced and deployed another 2.25 x 28 synergy stent. The procedure was completed with post-dilatation of a 2.5 x 12 nc balloon catheter proximally. No patient complications were reported. The outcome was good and the patient was stable post procedure. It was further reported that the 90% stenosed target lesion was located in the mildly tortuous and mildly calcified rca.